Manufacturer narrative:
A distributor field service engineer (fse) arrived at the customer site to address the reported event on the aia-360 analyzer. The fse adjusted the camera's position to resolve the reported event. No further action was required. The aia-360 was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 06-jul-2018 through aware date (B)(6)-2019. There were no other similar events reported during the search period. The aia-360 operator's manual under safety precautions, states the following: contact the authorized representative, in the case of repairing and disposing, please contact the authorized representative. The most probable cause of the reported event was due to the camera on the aia-360 requiring adjustment.

Event description:
A customer reported to the distributor that the camera was not reading the barcode of the tests on the aia-360 analyzer. The customer requested service. A distributor field service engineer was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) and alpha-fetoprotein (afp) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.